Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation was performed, and the following was observed: longitudinal tear on the inflation balloon. Dimension testing was performed by measuring the balloon single wall thickness along the edges of the burst location, and all measurements met specification. Due to the nature of the returned device, functional testing was not performed. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient anatomy (left cusp and mitral curtain calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra, the 26mm commander delivery system balloon ruptured when the inflation device reached 5atm. However, all the volume appeared to be out of the balloon and the valve was fully expanded prior to the balloon burst. The team was able to pull the system out easily as it was a longitudinal balloon burst. The valve had no paravalvular leak. The patient did well and had no complications. The patient had moderate calcium along the left cusp and mitral curtain.